Event description:
Reporter says he has been having ongoing problem with abbott devices. Reporter states that he has called them to make a report but feels that he is being treated bad and is constantly put on hold. Although recalls have been issued, his specific device was not included, yet he firmly believes it should be recalled. At midnight on (B)(6) 2026, he received an alarm indicating his glucose was 58 mg/dl and dropping, but a manual test strip read 97 mg/dl, which is normal. The reporter has had issues with abbott for five years, and since applying his current device on (B)(6) 2026, it has consistently provided incorrect low readings, but the company does not believe him.